Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Customer stated insulin was squirting out during the manual prime process. Customer stated they disconnected during prime. Customer stated that insulin pump not bumped nor dropped and no water contact. Customer stated that the drive support cap was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.